Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons had intermittently delayed responses and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the up and down and arrow buttons were intermittently unresponsive and required multiple presses to elicit a response. The ok and contrast buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.